Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, images would not appear on the imaging system. It was noted that the imaging system would restart without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.